Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box and alarm history showed multiple consecutive cs054/cs052/cs012 alarms. During investigation, the pump powered on to the verify screen with the auditory and vibration features functioning properly. During testing, the ez-prime steps were performed correctly with no cs 052 alarms occurring. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board (pcb) or cgm module. The complaint of a cs 052 call service alarm issue was shown in the history but was not able to be duplicated during the investigation.